Event description:
It was reported that when the customer tried to remove the transparent carrier after the dressing was put on the patient skin, the carrier delaminated and thin layer left on the film. No patient harm. No delay in treatment. A back-up was available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation, please see below the results of our investigation: we have now concluded our investigation for the complaint received. No DHR/batch record review was possible as no lot numbers has been made available. The sample was discarded so will not be returned and no photographs are available. A complaint history review is attached for period 2016-2019 and a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample becomes available, the complaint may be reopened for further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.